Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction - correct date for initial MDR submission - correct date should be (B)(6) 2025 b5: describe event or problem - correction is required for b6, primary UDI number, MDR regulatory awareness date for initial MDR and g3 date received by mfg for initial MDR b6: relevant tests/laboratory data - correction primary UDI number - correction g3: date received by manufacturer - correction - correct date for initial MDR submission ¿ correct date should be (B)(6) 2025 g3: date received by manufacturer - additional information for supplemental MDR g6: type of report - follow-up h2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.